Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The (510 k) k093745.

Manufacturer narrative:
Follow-up # 1 (09/24/2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(6), 2011 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
The pharmacy contacted lfs on behalf of the patient alleging that the patient's meter would not display a reading. The pharmacist did not want to troubleshoot. It was also noted that this was the first time the patient was using the meter. The product was replaced. The reporter did not report any symptoms or whether they patient sought any medical attention due to the alleged issue. The complaint is being reported since the alleged issue was not resolved over the phone.